Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer had higher blood glucose values than expected even after delivering a few boluses. The caller believes this was caused by air bubbles. The customer's insulin pump squirted out insulin during the fill tubing process. The customer¿s blood glucose level was unknown at the time of the incident. The pump passed a self test and high pressure test. The auto mode on the insulin pump was / was not active and automatically adjusting insulin delivery during the event. The caller's colleague believed the reservoir was causing the over delivery. Troubleshooting was not completed as the pump was not available during the second call. The insulin pump will not be returned for analysis.